Event description:
It was reported that before the surgery during a a pre check dermatome was intermittent in power. There was no patient impact. Due diligence is complete. No additional information is available,

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.